Event description:
Before initial implant, when opening the lead box, a bent defect was noted on the right ventricular (rv) lead. The rv was not implanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a bent lead was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies.